Manufacturer narrative:
Reference record (B)(4). Catalog number 062918-001 is the international list number which meets the requirements of the similar product which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Aspiration as a post procedural complication is a known complication of a pej-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) was hospitalized for a percutaneous endoscopic jejunal tube change. At the end of the jejunal tube procedure, the patient's saturation decreased and the physician determined the patient had aspirated. The patient was aspirated, his saturation level was 85% with oxygen support and he was transferred to the neurology intensive care unit. After 1 hour, the patient's saturation level was 100%. On (B)(6) 2017, the patient was discharged from the hospital.